Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was on an impella 2.5 for mechanical circulatory support. It was reported that the perclose procedure was completed, however there was a slight bleeding. To resolve this issue, an 8fr angioseal was deployed leaving the groin dry and soft. It was reported that the procedure was successful.